Manufacturer narrative:
Request made to get the chair back for evaluation; we are still waiting for a response. Should the device become available or further information be received, a follow-up report will then be issued.

Event description:
Mr (B)(6) reports tilting his chair in his bedroom on a flat surface and the chair tipped backward with him still in it. He was not ejected from the chair but was hospitalized for approximately a week and released.